Event description:
It was reported that the system displayed an ma error which locked up the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.